Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reported on (B)(6) 2011, the physician noticed that the device automatically set the ventricular sensing polarity to bipolar whereas the lead was a unipolar lead model ela t43 implanted in 1995. The physician asked for an explanation of the reported event.